Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Multiple auto mode switch episodes were observed. Reviewing the intracardiac electrogram, revealed noise on the atrial lead. No medical intervention was performed. The patient¿s condition post event was stable and would continue to be monitored.